Event description:
A report was received that the patient was experiencing difficulty charging and was receiving error messages. A bsn representative analyzed the patient's database and confirmed premature battery depletion. The patient underwent cardioversion and it might have damaged the ipg. External defibrillation is a known source of high voltage transient signal and current company label warns against the use of external defibrillation (physician's implant manual 9055940-001). The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient's ipg was replaced. Nothing else was implanted or explanted. The patient is reportedly doing well. Device evaluation indicated that the ipg passed visual, and photographic imaging tests performed. The complaint has been confirmed. The aic-u1 damage resulted in the rapid battery depletion rate of the ipg. Depletion rate with stimulation turned off was higher than expected.

Event description:
A report was received that the patient was experiencing difficulty charging and was receiving error messages. A bsn representative analyzed the patient's database and confirmed premature battery depletion. The patient underwent cardioversion and it might have damaged the ipg. External defibrillation is a known source of high voltage transient signal and current company label warns against the use of external defibrillation (physician's implant manual 9055940-001). The patient will undergo an ipg replacement.